Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. He outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The balloon has a 17mm longitudinal tear starting at the proximal balloon waist. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Pre-dilatation was performed with a 2.5x20mm maverick balloon catheter. A 3.50mmx12mm nc emerge balloon catheter was then advanced for further dilatation, however it was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed longitudinal balloon tear.